Event description:
Adverse event: iris prolapse. Malfunction: dull blade. The nurse reported, the surgeons have observed several dull knives from the custom paks. In one case, a pt got had an iris prolapse as a result of a deeper than intended incision due to a dull blade during a cataract procedure. The surgeon had to suture the wound. The pt's outcome was reported as good. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4).